Event description:
Reportedly, samples of sizers were cracked or crazed and returned for evaluation.

Manufacturer narrative:
Evaluation summary: cylindrical end and the replica end exhibit crazing and cracks at polysufone plastic connection to the handle rod. Both ends are attached and intact, no missing pieces detected.